Event description:
A customer reported experiencing a cartridge alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating a normal range. Technical support assisted the customer in properly loading a new cartridge, allowing them to successfully resume insulin therapy, thus resolving the issue.